Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy, the surgeon was concerned that the device might have a seal issue, because there was 300cc bleeding/oozing after 10-15 good seals. The bleeding occurred across various tissue with round and broad ligament, uterine vessels, vaginal area which tissue bundles were less than 7mm and skeletonization were possible. Activation tone was heard and jaws were cleaned after 10 or so activations. The surgeon completed the procedure with the same device without blood transfusion needed. The generator was used during the procedure with valleylab mode set at 30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the shaft was broken. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.